Manufacturer narrative:
The actual device hasn' t been returned by the complainant. The investigation and evaluation will be initiated after the actual part is returned.

Event description:
The dentist reported that the patient wore the appliance for two nights and numbness, tongue sensitivity, and dry mouth occured.